Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter read inaccurately high compared her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation, and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that on (B)(6) 2025, at 8:07 pm, she obtained a blood glucose reading of ¿107 mg/dl¿ with the subject meter during a hypoglycemic event. The patient reported experiencing symptoms of ¿shaking, weakness, fatigue, confusion and nausea¿. The patient stated that an ambulance was called and when the ambulance arrived, she received a blood glucose result of ¿63 mg/dl¿ on the ambulance meter at 8:20 pm. During the call, the patient stated that she was treated with saline and given something sweet to drink and was transported to the emergency room (ER). The treatment provided at the ER was not provided. During the call, the patient mentioned that she has brittle diabetes and has hypoglycemia every other day. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca confirmed that the test strip vial was intact, and that the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
A DHR (device history record) review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.